Event description:
It was reported that a chest x-ray revealed that the atrial lead exhibited clavicular crush damage. The lead was explanted on (B)(6) 2013.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.